Manufacturer narrative:
(B)(4). The patient's treating physician was planning to remove the catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a disconnection between the cassette line and the dianeal solution bag during pd therapy and subsequently experienced peritonitis due to the event. The cause for the disconnection was not further described. The pt was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with reflin and fortum injections (1 gram, once daily, route not reported). Pt outcome was not reported. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.